Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device was not returned.

Event description:
It was reported that an unknown biomet abutment screw fractured inside the implant. Procedure was not completed because a screw removal tool was required. Tooth location 29.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The unknown biomet abutment screw was not returned for investigation. The associated implant remains implanted and it was reported that there is no damage to the implant to date. Since the abutment screw was not returned, visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed since the product was not returned. The abutment screw was located at dental position #29 for an unknown period of time. No other pre-existing patient conditions or device information were noted on the per or in the complaint form. The customer provided two x-rays for the reported abutment screw fracture. The x-rays reveal that a fractured portion of a screw was located in the internal threads of the associated implant. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure such products are within specifications. A complaint history review could not be performed without relevant item and lot information. Therefore, based on the available information, device malfunction did occur as the screw was confirmed to be fractured via x-ray. As a result, the reported event is confirmed. A definitive cause could not be identified.